Event description:
According to the complainant, the balloon ruptured two days after placement. The device was replaced with another corflo cubby low profile gastrostomy device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as good.

Manufacturer narrative:
The returned device had an obvious burst. Based on the evaluation of the returned sample the cause for the burst balloon could not be determined. A review of the device history record (DHR) was performed; no anomalies were noted.